Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the pump history was reviewed and showed loss of prime with low non-zero force. The ezprime steps and (B)(4) duration test were successfully completed with no alarms or loss of prime warnings observed during investigation. During testing, the force sensor calibration was found to be within specifications. The pump cover was removed and no contamination or damage to the force sensor circuit was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The cartridge was returned for investigation. A visual inspection of the cartridge was performed. No damage or defects were noted. A force test and fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump's loss of prime alarm occurred more often than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.